Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with drank half a sprite and banana bread. Customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.